Event description:
According to the event description: IV antibiotic to be administered over 3 hours mixed, giving set primed, and put into pump. Volume of 530 milliliters (mls) input into pump, to be infused over 3 hours, at a rate of 176 milliliters (mls) per hour onscreen. Infusion commenced, but completed within an hour instead of 3 hours. No patient complications were reported as a result of this event.

Manufacturer narrative:
General information: complaint: (B)(4). Information to the sample: model: infusomat space article number: 8713050 serial number/batch: (B)(6) software version: m030002 hours of operation: 4654 further information: n/a. Investigation results: history inspection: the device history files were read and analyzed. The device history files from 2024-11-20 were investigated. A space line was selected, and the infusion started with a rate of (B)(4) and a volume of 535ml over 3 hours. During the infusion, the upstream- and the pressure alarm occurred, several times. The reason for the alarms could not be clarified. At the end of the infusion, 429,07ml was infused. Visual inspection: a visual inspection was performed. The cover caps on the screw pillars, and the production seal on the lower housing were intact and undamaged. The device shows age related signs of wear and tear and was slightly dirty. No visible damage was found. Functional inspection: a functional test was performed. The device passes the self-test. A space line was inserted, and the pump identified the line, and it could be selected from the menu. It was possible to put the pump in operation. Pressure inspection: in checking the downstream-sensor the electronic pressure cut-off and the mechanical pressure limitation of the device were tested, according to the requirements of the technical safety check. The device matches the required values and standards. All measured values are within our specification. Flow rate inspection: a delivery accuracy measurement according to iec 60601-2-24 was arranged. Here a nominal flow rate of 100 ml/h was chosen. The assessed average deviation "a" of the second operating hour was measured and resulted in a value of -0,63%. (Accuracy of set delivery rate should be: ± 5 % according to iec/en 60601-2-24) the device matches the required values and standards. All measured values are within our specification. Disassembling: the device was disassembled and the inside was investigated. Inside the device was slightly dirty but no visible damage was found. Judgment: the complaint could not be confirmed. Summing up all tests, the infusomat space operates within our specification. No product deviation.